Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the infection was not due to the ins. The patient stated that the hcp had cut the area with an unsterile pair of scissors and he stuck his bare finger in the site to get a blood clot out. There were no further complications or anticipations reported with this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gas trointestinal/pelvic floor. It was reported that the patient had to have their implant removed because it kept getting infected. The patient reported that when they woke up the day after surgery it felt really hard and was hurting. The patient had a hematoma and infection. The patient¿s healthcare provider felt it and stated it was full of pus and they cut it open more and was squeezing the infection and blood clots out. The healthcare provider showed the patient¿s boyfriend what to do and it just got worse and worse after that and it was awful. The patient ended up going to a women¿s center and they would scrape it out once a week and a home health nurse would come clean it and get the blood clots out. It was noted that the infection was confirmed and the system was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.